Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that, during a robot-assisted laparoscopic prostatectomy, the jaws did not open during use. Therefore, the tissue around the device was coagulated and dissected. Then, it was opened by hand. The device could be used on thick tissue. Another device was used to complete the case. There were no adverse consequences to the patient.